Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made.the device history record (DHR) for the lot number 17773331l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent a pvi ablation procedure for atrial fibrillation (afib) with a thermocool smart touch bidirectional sf catheter and suffered cardiac tamponade that required pericardiocentesis. When entering to the ep lab, patient¿s vital signs were within normal parameters. During the procedure, isp medication was administered, then patient¿s blood pressure dropped to 50-60mmhg. Pericardial effusion was confirmed with echo. Pericardiocentesis was performed, 200cc of blood were drained and the blood pressure raised. The physician did not confirm a causal relationship to the product and the adverse event. There¿s no information related to patient condition or extended hospitalization. There were no patient factors cited that may have contributed to the adverse event. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed normally, there¿s no information of the transseptal needle and sheath used. The ablation was conducted at 20-30watts.

Manufacturer narrative:
On 7/29/2018, biosense webster received additional information regarding this event: the patient was male. His condition has improved post-operatively. The injury occurred during the ablation phase. Prior to the tamponade, the left and right pulmonary veins had been successfully isolated. At times, the contact force values would increase, but ablation was always stopped at these points. There was one case where the contact force exceeded 50 grams. The tamponade was not noticed until after the physician attempted to induce the irregular heart beat with medication. Ablation continued along the cavotricuspid isthmus until it was successfully blocked, at which point the pericardiocentesis was performed. The physician stated that he did not know where exactly the effusion occurred, but suspected that it was somewhere near the site of transseptal puncture. The physician¿s opinion is that the advent was procedure-related. The generator was in power control mode at the time of injury. There were no errors observed on any biosense webster equipment during the case. The concomitant products used during this procedure were mistakenly omitted from the initial report submitted on 7/26/2018. Additionally, it was mistakenly omitted from the initial report that the complaint device was discarded. Both of these omissions were noticed on 8/16/2018. Concomitant products: lasso nav catheter, catalog # d134302, lot # 30000930l. Soundstar eco catheter, catalog # 10439011, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).